Event description:
It was reported that the patients left ventricular lead had dislodged. The patient experienced diaphragmatic stimulation as a result. The lead was repositioned and the nerve stimulation was no longer present.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.